Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the autolube device was leaking oil. According to the report, the device was boxed up and sitting on the shelf for quite some time. It was further reported that at some point in time, it might have been turned on its side or upside down while sitting on the shelf. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was leaking oil out of muffler due to no maintenance for the filters. The hose was torn at base and chamber had debris which would not allow the completion of the pre-test. .the assignable root cause was due component damage caused by user error / abuse and possible misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.